Event description:
Pt admitted for colonoscopy. Noted "burning smell" when attached disposable electrosurgical snare to electrosurgical unit. No injury to pt noted. "Burning smell" noted with add'l snares from same lot.